Manufacturer narrative:
One battery, (B)(4), was returned for evaluation. One battery, (B)(4), was not returned as part of this complaint. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4)'s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device failed visual inspection due to a damaged cable; most likely due to the handling of the device. Additionally, the battery failed functional testing due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the battery with a high max error can be attributed to a battery that is out of calibration. The damaged cable and high max error are additional observations not related to the reported event. Review of the controller log files revealed premature power switching events due to communication errors and/or momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. This was most likely perceived by the patient as the reported "beep tone". The most likely root cause of the power switching events are most often attributed to communication errors and/or momentary disconnections. However, the reported beeps are most likely attributed to momentary disconnections between the controller and the battery. Heartware investigated communication errors on non-smr controllers and momentary disconnections. The controller, (B)(4), in use during the event date did not have the smr software installed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4)/ model #1650de / exp. Date: 2015-10-31, device available for evaluation: device evaluated by manufacturer: yes, mfg. Date: 2014-10-31, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited a power disconnect with the controller. The two batteries were exchanged. No patient complications have been reported as a result of this event.